Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient experienced blurry vision and is using topical antibiotic eye drops and tear drops. The patient is still recovering. It was also noted that the surgeon feels there is a laser energy issue.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with under correction in the cylinder component. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified by the investigation. (B)(4).